Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, a blade error occurred and the blade was broken off. The blade tip didn't fall into the patient. Another device was used to complete the case. There were no adverse consequences to the pt.